Event description:
The customer stated that his blood glucose results had been higher than usual. While troubleshooting, he performed control tests and received a result of 171 mg/dl. The normal control range was 98-126 mg/dl. No adverse events were alleged. Customer service recommended that the customer return his test strips for eval, but he refused. No product will be returned for eval.